Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopped sensor screen and a high blood glucose alert became frozen on the pump screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen and resume insulin delivery by triggering the quick bolus feature. Customer's blood glucose level was 214 mg/dl.